Event description:
It was reported that on an unknown date about 1 year ago, the patient underwent the surgery for distal radius with the plates. On (B)(6) 2024, which is about one year later from the initial surgery, the removal surgery was performed. The initial reason for the removal was that bone union was achieved. There are no pieces remaining in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully. The patient is stable. It was later determined during the investigation that devices were broken. This report is for one va lockscr ø2.4 self-tap l14 tan this report is 3 of 3 for (B)(4). This pc is related to (B)(6) which reports the difficulty in removing screws that occurred during removal surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown when the device broke. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1: initial reporter is j&j company representative h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned va lockscr ø2.4 self-tap l14 tan was found broken across the neck, between the shaft and the screw head. The broken surface was examined and there was no evidence of a material issue. The broken fragment was returned from evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely caused during the extraction process to remove the screw. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the nature of its functionality and post manufacturing damage. The overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l14 tan would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.